Manufacturer narrative:
Device was not returned. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Communication reported that the cause of the catheter migration was unknown. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported a catheter replacement due to a catheter migration. The cause of the catheter migration was determined to be unknown.